Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and high out-of-range (oor) pacing impedances, measuring greater than 2000 ohms. In addition, noise was observed. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.